Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge o-ring was missing from the cartridge and found on the pneumatic tap. Additionally, it was reported that multiple cartridge change errors occurred. It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly, an obstruction was blocking the speaker holes. After removing the obstruction from the speaker holes, the alarm did not clear. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose value was 107 mg/dl.